Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via device analysis. Additionally, it was noted that the flush port was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the sem results and the returned device analysis, the observed broken flush port luer resulting in a leak was due to environmental stress cracking. There is no indication of a product quality issue with respect to manufacture, design, or labeling.